Event description:
On 11 jul 2008, abbott spine became aware of the following event as a result of a clinical study. In 2004, the patient underwent a l5-s1 procedure. During surgery the patient experienced two pinpoint dural tears. One was on the dorsal aspect of the thecal sac by the s1 lamina, and the other on the right side closer to the l5 area. These were repaired with 5-0 nylon stitches. No further cerebral spinal fluid leaks were observed. Duragen was placed over the dura, and tisseel was also placed. On an unknown date, the dural tear and cerebral spinal fluid leak were resolved.

Manufacturer narrative:
No device will be returned. The event was communicated as a result of a clinical study.